Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. G4. The original date of awareness was reported as (B)(6) 2015. The information for this follow-up report was noted on 10/29/2015. Life threatening and required intervention to prevent permanent impairment/damage were added because the ventilator required change out.

Manufacturer narrative:
The main board was received into the carefusion failure analysis lab for evaluation. The main board was installed in known good unit, powered on and the reported issue was duplicated. Issue was isolated to two pressure transducers. Carefusion has initiated an internal corrective action through our corrective and preventative action system to address this issue.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined that the reported event was caused by a malfunctioning main board. The foreign distributor was shipped a replacement main board kit to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of 05/26/2015 the alleged faulty main board has not been received.

Event description:
The foreign distributor in (B)(6) reported the following: "on patient, vent was switched out for another, alarms were functional, no patient harm. "Xdcr fault occurred (2,0,1607) auto cycle peep unstable, pressure unstable during exhalation valve calibration. The problem was solved when we change main pcb."